Manufacturer narrative:
Section h: physio-control examined the device and initially observed the device would not power up, inhibiting the pacemaker from functioning properly. During the evaluation, the power supply printed circuit was removed for examination and after being reinstalled in the device, the device powered up consistently. The main printed circuit board was replaced for preventative measures, proper operation verified and the device returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Fire department personnel were attending to a pt, condition unknown. External pacing was initiated and allegedly after about 15 minutes of operation, the monitor lost power and pacing stopped. The pt was not resuscitated.